Manufacturer narrative:
Beckman coulter customer support evaluated the customer's au5800 analyzer and observed a leak from the wash station. The failure mode was identified as a defective de-ionized (di) water supply pump. Replacement of the di water supply pump resolved the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low creatinine patient results on their au5800 chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the initial results from ten (10) patient samples. The customer stated the results were repeated on a different unknown analyzer and were reported to be in discordance with the initial results.